Event description:
A nurse reported that knives were not sharp enough during surgery, but there was no impact to the pt.

Manufacturer narrative:
No sample has been rec'd for eval. A root cause has not yet been determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).